Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to perform a specific troubleshooting step, which was successful. Initially, the customer experienced difficulties reloading the cartridge and decided to change the tubing. After changing the tubing, the customer successfully reloaded the same cartridge and resumed insulin therapy. For reassurance, technical support provided a replacement cartridge as a goodwill gesture, and the issue was ultimately resolved.